Manufacturer narrative:
Field service technician reported that while working on a pyxis medstation es system's drawer, the drawer's solenoid failed. The field service technician reported that the solenoid had visible thermal damage. There was no user or patient involvement. There was no harm to user or patient. This event is recorded on complaint number 991310 (work order). A field service technician reported that upon inspection, the solenoid produced an electronic burning smell, and a brownish band was visible on its surface. The field service technician resolved by replacing the drawer's sensor, drawer board, solenoid, and controller board. The field service technician tested the device in the hardware test application. Customer confirmed device is operational.

Event description:
Field service technician reported that while working on a pyxis medstation es system's drawer, the drawer's solenoid failed. The field service technician reported that the solenoid had visible thermal damage. There was no user or patient involvement. There was no harm to user or patient.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-aug-2020 to 10- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer was not detected on bus due to replacement. A field service engineer replaced the position sensor, solenoid, pmcb and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system's drawer was not detected on bus. There were no adverse events or injuries reported based on this incident.